Event description:
It was reported that the patient received an alert for high lead impedance on the left ventricular lead. The lead had high impedances historically. The lead was reprogrammed to another vector and remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.